Event description:
It was reported that during an unknown procedure, the clips were delivered crossed. The issue occurred with the first clips. The clips were removed. Second applier during the same procedure: no clips could be delivered with this applier. Another like device was used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.